Manufacturer narrative:
(B)(6) . The device was serviced by a service technician as part of preventative maintenance. Visual inspection, maintenance tests and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f38 alarm was identified during visual inspection and review of the alarm logs. The cause of the condition was determined to be the force sensing resistors were out of specifications. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During preventive maintenance by a service technician, a flo-gard infusion pump presented an f-38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. No additional information is available.